Event description:
Reporter indicated that vns pt underwent revision surgery due to superficial migration of one of the tie downs used to secure the device, resulting in protrusion. The tie down was reanchored and the pt was reportedly doing well afterwards.